Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6)serological markers. The advia centaur (B)(6) assay is limited to the detection of igg antibodies to (B)(6) in human serum or plasma (edta, lithium or sodium heparinized plasma)."

Manufacturer narrative:
Siemens filed the initial MDR on november 19, 2013. 03/31/2014 additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The sample was tested on multiple lots (lot # 062238, 062240, and 062243) and was nonreactive across all the lots. (B)(6). Based on the above testing and results, this is a sample specific issue. The cause of the discordant results is unknown. This is what the customer has observed. (B)(6). No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. The patient sample was run on an alternate method and the result was (B)(6). Confirmatory testing was (B)(6). The application specialist performed monthly maintenance. The patient sample was tested again and the result was (B)(6). Repeat testing was performed on the advia centaur system at another laboratory and the result was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) results.